Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the systems foot switch caused a temperature error during boot up and that after the foot switch cable was unwrapped the system was bootable and fully operational. There is no report of injury or death associated with the event described in this complaint.